Event description:
The site mue (münster, germany) reported two adverse events in our database which is considered (possibly) related to the device. Subject (B)(6). Ae3: postoperative adverse event: "soft tissue wound lower leg; the epigard and the dermotraction still secrete bloody," is the ae related to the tibial fracture and/or treatment of tibial fracture? "Yes." Is the ae related to the device? "Yes." Dps implant was used. This report is for an unknown screw. This is report 4 of 5 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Patient height reported as 186cm. Patient¿s date of birth is an unknown date in 1979. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was determined this report is a duplicate report. Event was captured on complaint (B)(4), medwatch report 8030965-2022-02112.